Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer's insulin pump received an unexpected restart alarm. It was also reported that the buttons on the insulin pump are not responding. Customer's blood glucose level at the time 239mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip. The device passed the self test and error alarm test.